Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('persistent pain in the back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), musculoskeletal disorder ("musculoskeletal disorders"), osteoarthritis ("osteoarthritis (l4-l5, neck of right femur and right knee)"), tendonitis ("tendonitis/ gluteal tendonitis"), muscle strain ("muscle strains") and arthralgia ("persistent pain in the hips"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the musculoskeletal disorder, tendonitis and muscle strain outcome was unknown and the osteoarthritis had not resolved. The reporter considered arthralgia, back pain, muscle strain, musculoskeletal disorder, osteoarthritis and tendonitis to be related to essure. The reporter commented: incident information: progressive poisoning. Quality-safety evaluation of ptc: quality-safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('persistent pain in the back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), musculoskeletal disorder ("musculoskeletal disorders"), osteoarthritis ("osteoarthritis (l4-l5, neck of right femur and right knee)"), tendonitis ("tendonitis/ gluteal tendonitis"), muscle strain ("muscle strains") and arthralgia ("persistent pain in the hips"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the musculoskeletal disorder, tendonitis and muscle strain outcome was unknown and the osteoarthritis had not resolved. The reporter considered arthralgia, back pain, muscle strain, musculoskeletal disorder, osteoarthritis and tendonitis to be related to essure. The reporter commented: incident information: progressive poisoning. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.